Event description:
It was reported that the anchor would not deploy and was replaced. It was noted that the device was used in the patient and that there was no patient death.

Manufacturer narrative:
Analysis of the anchor (model # 97792 ) found that the injex anchor deployment tool was incorrectly assembled. It was noted that the bi-wing anchor was still attached to the deployment tool. The distal side of the bi-wing appeared to be compressed and there were several gouge marks on the green deployment straw. It was also noted that the bi-wing anchor is not positioned correctly on the deployment tool; and, in that position it could not be deployed. It was further noted that it should be positioned on the outside of the white deployment shaft. It was also noted that the injex anchor deployment tool cannot be packaged and sealed correctly as the blue handle is too far back and in the wrong position. Concomitant product: product ID neu_unknown, lot# unknown, product type unknown. (B)(4).